Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the distal right coronary artery. A 1.5x9mm maverick balloon was advanced to treat the lesion. However, the balloon ruptured at 10atm. The procedure was considered complete with the use of this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).